Manufacturer narrative:
Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore a visual examination of the 100 retained samples from the implicated lot number did not identify any instances of damaged tubes. Additionally, 10 retained tubes were functionally tested and the customer's indicated failure mode of breakage was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was glass breakage during use. The following information was provided by the initial reporter. The customer stated: "after blood was drawn and sent for examination, the inspection department called to inform the tube was broken."